Event description:
Note: the actual date of event is unknown: however, according to the customer, the procedure occurred "about 2 months ago" (2007). Two months later, it was reported to boston scientific corp that an injection gold probe bipolar electrohemostasis catheter was used in the trachea (pt age & gender unk). The complainant stated that "during the procedure the metal gold tip fell off into the pt." Bsc follow-up info obtained from the customer, confirmed that although the gold tip detached, the needle remained attached to the catheter. The physician used biopsy forceps (unk device) to remove the device tip from the pt's body and successfully completed the procedure with another injection gold probe catheter. After the procedure, the pt's condition was reported as "fine".

Manufacturer narrative:
Although the customer has indicated that the suspect device will be returned for eval, it has not yet been received. An evaluation has not yet been performed; therefore, the relationship between the device and the reported event is unk. The device history record for the pertinent lot was reviewed; the lot met the mfg requirements and specifications, no anomalies were noted. The june 2007 15-month injection gold probe hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; based on the apparent increasing trend over this 15 month period, a CAPA is in progress to determine the root cause of the tip detachment issue.